Event description:
The patient (pt) reported they did not meet with their hcp and nothing was done. Steps taken were calling their hcp and the manufacturer, and trying to help themselves. Pt reported the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they went to lay on the floor last week, they think it was tuesday or wednesday, and got the most debilitating pain. Patient stated this was not like bone or muscle pain, but rather a very sharp nerve pain that felt like they were being electrocuted. Patient stated it went down their whole back into their hips down their right leg into their foot. Patient stated this pain came directly from where the implant in their thorax is. Patient stated they were scared to death and thought they were going to be paralyzed so they just laid there for a few minutes and was then able to get up and hasn't done any exercises since. Patient noted they have a sensation now in their back, but it is not a sharp pain like it was. Patient added that, after the implant procedure, they had been cleared by their healthcare provider (hcp) to resume their normal physical routine, which was mainly walking and pilates; patient noted they gradually worked their way back and took it slow. Patient commented that they always put cushions down so they are not directly on the floor. Agent reviewed information and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.